Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: burning sensation in feet. Meter was not returned for evaluation - customer had returned the incorrect meter (replacement). Test strips were returned for evaluation. Product testing was performed and no defect found on returned test strips. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer did not provide any results of concern from the meter memory. The customer¿s expected am fasting blood glucose test result is below 120 mg/dl. The customer reported experiencing burning sensation in her feet; medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 08/28/2025; open vial date was not provided. The product is not stored according to specification (kitchen). The customer did have another vial of test strips that had been stored and handled correctly, lot number za5095s, manufacturer¿s expiration date is 07/18/2024. During the call, a blood test was performed by the customer am fasting and produced test result of 196 mg/dl using true metrix meter. The meter memory was not reviewed for previous test result history.